Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was oversensed and led to inhibition of ventricular pacing. The pacing inhibition led to periods of asystole greater than 2 seconds in duration. During a follow-up all lead parameters were within range and noise could not be recreated on the rv lead. Device data was sent to boston scientific technical services (ts) for review. Ts reviewed the data and recommended performing a revision to determine the cause of the noise. A revision procedure was performed and this rv lead was surgically abandoned. The patient reported symptoms of dizziness but no additional adverse patient effects were reported.